Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported sometime last week they began feeling shocking sensations at implant site and thinks they have "a broken connecting wire". Pt commented that their device was implanted for migraines and their ins is occipital and connects in their shoulder. Pt commented that they experienced the sensation once before and now it happened again. Pt stated they spoke with their hcp regarding their concern and was instructed to connect with a manufacturer rep on their own. Rep said patient called today and reported feeling tingling at the pocket site at a baseball game last thursday; patient also mentioned one incident in 2009 as well. Technical services(ts) suggested checking if therapy was on when patient felt the sensation, if not then issue was medical in nature. If therapy was on when patient felt pocket sensation, then rep should check impedance in different body positions, even though a fluid short is not likely going to be detected, to see if that elicits sensation. Otherwise patient should document when issue occurred and what she was doing and environment she was in at the time of the sensation. Rep to see patient tomorrow. The caller was not with the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative (rep) indicated that they met with the patient in check the lead and they where good when we talked in person she then said the tingling was in her shoulder not her pocket and she wanted to see a neuro surgeon. The patient was redirected to their hcp.